Event description:
Pt was injured while playing football in 2003, they took a helmet hit to upper arm. The next day arm was bothering them so family member activated cold pack to use. Family member states pt's arm did not have any contusion or abrasions. The pt applied it to arm with no barrier between the cold pack and skin. Removed it about 15 minutes later and skin was discolored and "looked frozen" the family member pt advised taking pt to own family dr, which they did the next day. Dr drained large blister and gave a salve to apply to the skin and bandaged it. Also given a prescription for a pain medication to be used as needed, however pt is just taking advil. Parent is to change the dressing daily and reapply the salve. The physician stated that pt is not allowed to play football for 1-2 weeks. They have appointment with their physician. Rep asked if she could send a call lag to pick up the cold pack and was told pt was instructed by the physician not to let them have the cold pack. Family member stated that the cold pack is intact and did not leak.